Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation.   Three attempts were performed to obtain additional information, but no response was received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured.   Based on the results of the investigation, a definitive root cause could not be identified. However, it is likely that the image was inverted due to wrong setting. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The olympus technical assistance center had provided assistance via conference call when issue reported and issue was resolved during call, the device was not returned to olympus for evaluation and follow up with the user facility is currently being performed. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the image was inverted while using a video system center along with an endoscopic ultrasound center. The customer was advised to press the inverse button on the main menu. After pressing the button, the image was restored, and the issue was resolved. There were no reports of patient harm.